Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
The customer reported via telephone call that the insulin pump had been alarming for no delivery of insulin during bolus and basal deliveries. He stated that he had gone through about 10 reservoirs and infusion sets in a week and a half. The blood glucose reading was 400 mg/dl. The customer treated with manual injections. The customer reported that when changing the set, the insulin goes through all the way, and was advised that this would indicate a possible site issue. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.